Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged causing no capture at maximum output. The ra lead was successfully revised. No adverse patient effects have been reported.